Event description:
Patient called customer service looking for a new doctor as her doctor/facility no longer offers enterra. The patient is in need of a battery replacement and is experiencing symptoms. Patient was transferred to tech support to locate a new facility for battery replacement. Patient stated she can tell her battery is running low. She is nauseous to the point of throwing up. Her stomach is also not emptying correctly. Patient complained of a return of symptoms; had battery replaced. Explanted product was not returned for analysis. No further action to be taken.